Manufacturer narrative:
Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline infection. The patient was treated with vancomycin while inpatient and was switched to doxycycline upon discharge. There were no mechanical issues with the pump. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.